Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. The weekly pace impedance trend data shows an increase for minimum and maximum atrial impedance from 494 to a 1425 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable defibrillator lead 2012 (B)(6); 4296 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that there was a drop in p-wave amplitude, a rise in pacing impedances, and non-capture on the right atrial (ra) lead. The lead was dislodged and retracted back up into the shoulder area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.